Event description:
During implant, the patient experienced bleeding when tunneling. The surgeon believes they nicked the jugular vein. Physician applied pressure for 20 seconds to stop the bleeding. This resolved the issue.